Event description:
It was reported that the patient experienced a low glucose event with a documented blood glucose of 70 mg/dl that subsequently returned to 85 mg/dl after the patient began eating, with no reported symptoms, and the patient was advised to use fast carbohydrates such as oral glucose when alerted. Investigation of this case revealed no device malfunction or component issue, and the cause of the hypoglycemia remained unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included resolution of low glucose without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.